Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was dislodged. Dislodgement of the rv lead was confirmed under fluoroscopy. Additionally, the helix of the rv lead failed to extend after use. The rv lead was not used and replaced on 24 sep 2024. The patient was in stable condition.